Event description:
Boston scientific received information that this epicardial lead exhibited loss of capture. The lead was noted to have migrated. Surgical intervention was done to address the issue. There were no reported adverse patient effects.

Manufacturer narrative:
In review of this event, it was identified that this lead was described as epicardial, when in fact it is left ventricular. There have been no changes to the reporting narrative, decision or rationale otherwise.

Manufacturer narrative:
To date, information suggests that this epicardial lead was removed from service but has not been returned to boston scientific. If new information were to become available, this report will be further evaluated and updated.